Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 78" message and an unk "pacer fault" message. Complainant indicated that there was no pt involvement in the reported malfunction.